Manufacturer narrative:
(B)(4). Date sent: 9/4/2024 d4: batch # c9ee37 an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number c9ee37, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The stapler fired just a few millimeters. We heard the motor for a brief instant when the firing trigger was pulled. The sound stopped shortly after firing. It did not pulse as would be expected with a lockout. The surgeon held the firing trigger for several seconds, but the knife did not advance. There was a gap in the jaws, so I could see that the knife blade did not advance. When the surgeon released the firing trigger, the knife blade retracted. There were no problems or difficulties opening the stapler.

Event description:
It was reported that during a left upper lobe wedge resection (thoracotomy), the surgeon placed the jaws of an stapler with green reload on lung tissue. The jaws would not close. The jaws were opened and re-approximated taking approximately one-half of a bite. The jaws closed this time, but there was still deflection between the anvil and cartridge. The surgeon fired the stapler but the stapler could not advance the knife blade more than a few millimeters. After some discussion, the surgeon opted to try another stapler with black reload. Taking 3/4 of a bite, the stapler worked perfectly, approximating the anvil and cartridge much more than the first stapler, and after 4 firings, the wedge was successfully completed. Surgery was completed successfully with five minutes of surgical delay. There was no patient consequences reported.